Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer was near a pool and pump ended up getting submerged in water then received the malfunction shortly after. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."